Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed because the lot number is unknown. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance that the clearlink luer of the clearlink extension set is occluding when using propofol/diprivan and lidocaine, but not necessarily together. There was not a baxter pump used. There was no patient injury or medical intervention necessary. No additional information is available.